Manufacturer narrative:
The subject device referenced in this report is currently working correctly and will not be returned for evaluation; therefore, the device evaluation could not be completed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
While speaking with the olympus technical assistance center (tac), the customer reported that the visera elite ii video system center, on the demo cart, did not display an image. During troubleshooting, the tac technician instructed the customer to run a serial digital interface video cable from the main monitor to the transmitter and a digital visual interface cable from the receiver to the secondary monitor. The customer reported that the image appeared on the secondary monitor. The issue was resolved. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.